Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited signs of premature battery depletion (pbd). The device has been implanted for nearly nine years and the longevity projections had recently changed from two and half years to six months. An analysis of the device data by boston scientific technical services (ts) suggested that the device was not properly detecting the loss of battery energy and the battery status indicators should no longer be relied upon to determine the depletion status of the battery. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited signs of premature battery depletion (pbd). The device has been implanted for nearly nine years and the longevity projections had recently changed from two and half years to six months. An analysis of the device data by boston scientific technical services (ts) suggested that the device was not properly detecting the loss of battery energy and the battery status indicators should no longer be relied upon to determine the depletion status of the battery. This device was successfully explanted and replaced. No additional adverse patient effects were reported.